Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous popliteal artery. The 2.5x80mm armada 18 balloon was noted to be longer under angiogram than expected and what was noted on the box. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, dimensional analysis, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported complaint was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The report indicates that the armada 12.5x80 mm balloon, under fluoro, appeared much longer than expected and clearly outside of the balloon marker bands when inflated to nominal pressure. This is indeed confirmed by looking at the provided static image; however, the device was returned, and the device analysis shows that the balloon length measured 80mm and is, in fact, compliant with the specification of 80 mm. The balloon length in the provided image does appear to extend beyond the marker bands; however, image artifact may have occurred but cannot be confirmed. The balloon was ultimately sent to the sem lab for further analysis. The sem report determined the displaced and broken proximal marker may be attributed to a materials/processing discrepancy and/or exposure conditions. The proximal marker was loose on the inner member and slid off of the inner member during sample preparation. Sem analysis of the marker revealed multiple longitudinal cracks and creases. One end of the marker appeared to be tapered with thinned material and the opposite end appeared non-tapered and flared with thickness differences. When comparing the surface morphology of the intact distal marker to the proximal marker, the proximal marker had a more porous appearance. Due to the fragility of the proximal marker, it could not be remounted for views of the side in contact with the mounting tape. The distal marker exhibited longitudinal creases, ends that were tapered with an uneven edge and appeared slightly longer than the proximal marker. The inner member at the distal and proximal markers also appeared slightly pinched. The investigation determined the noted proximal marker loose, resulting in the marker being misaligned and giving the impression that the balloon was longer than expected, appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. E1-initial reporter updated from (B)(6) technician to dr. (B)(6) .